Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. Reportedly, it was believed to be superficial infection and the pocket looked clean. The patient was treated with intravenous antibiotics. A revision was performed and this rv lead remains in service. Additional information from boston scientific technical services indicates that the rv lead pushed into the right ventricle and slack was pulled back a bit but lead measurements were normal. No additional adverse patient effects were reported.